Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, as a result of the implant, the patient suffered urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.